Event description:
It was reported that hypotension and an allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was used. The procedure was concluded successfully and the patient was administered protamine to reverse the impact of heparin. When half of the dose of protamine had been delivered the pulse of the patient was lost and hypotension occurred. Chest compressions began and epinephrine was administered to stabilize the blood pressure of the patient. Two defibrillations were given and epinephrine was administered again in addition to amiodarone. The patient returned to ventricular fibrillation and blood pressure increased. Normal sinus rhythm was regained and mean arterial pressure (map) was measured at 80 mm hg. The patient woke, was extubated and stayed in the hospital overnight for monitoring. One day post procedure the patient was discharged home.